Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -11.50 diopter, in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. The returned lens is not the length stated in the claim. Claim #(B)(4).